Event description:
The passeo-35 xeo peripheral balloon catheter was selected for dilatation of a severely calcified lesion in the mildly tortuous proximal to mid sfa. The device was flushed with saline at the straight port and the wire was inserted over the balloon tip. The passeo-35 xeo was positioned at the proximal sfa and inflated from np 9atm. The balloon was burst at 15atm inside the vessel and caused a minor dissection at the mid sfa. The device was then removed from patient. Half of the balloon body is detached from the system catheter.

Manufacturer narrative:
The returned device was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed that the balloon has burst longitudinal over a length of about 62 mm. Scratches were observed along the edge of the burst which have likely been caused by a hard, sharp-edged object such as e.g., anatomical structure. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. In addition to visual inspections each product is tested for air tightness by means of a pressure test and a helium leak test. We can therefore confirm that the device was delivered in a leak-proof condition. Based on the conducted investigations, no manufacturing or material related root cause could be determined. The root cause for the complaint event is most likely related to the patients anatomy (i.e., calcified lesion).